Event description:
It was reported that patient had pulmonary edema after having an allergic reaction to morphine in the pump. It was added that while on morphine patient was in congestive heart failure in the hospital. Morphine was removed and replaced with saline. As of the date of this report it was indicated that the "medication was goofed up" and patient was sent to a hospital that did not handle pumps. It was stated that there were "actually a combination of problems that were complicated by the pump; the issue was related to a cardiac problem unrelated to the pump" the hospital was not able to manage the pump as the hcp did not have privileges. Patient "quit breathing" during that incident. It was stated that "pump complicated the cardiac issue because there was no one at the hospital to manage the pump". After removing morphine patient felt better within 30 minutes. It was also stated that following hospitalization hcp removed the fentanyl and replaced it with clonidine and compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).